Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reported that the customer stated the robot was down, although the refill report had been successfully received before the downtime. The tss was informed that the robot was managed by an external vendor, and the customer had already contacted that vendor support team, which suggested the issue originated from the pyxis system. The tss reconfirmed that the refill report had been delivered to the robot, indicating no issue on the pyxis side and issue seems to be resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server refill reports were not crossing over as expected. These reports typically drop between 6:00 and 6:20 a.m., but today they neither dropped nor printed. The customer stated that because the reports does not drop to the robot, they also do not print on the robot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.